Event description:
Physician said the ems multifeed stapler wasn't working properly. Staples did not feed appropriately. A staple would not release from the head after firing trigger. New stapler was opened and worked fine.device #1is this a laboratory device or laboratory test?no.